Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners leave sores in their mouth. They have tried the aligners twice and both times they got sores.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.